Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after pumping, the balloon was found to be ruptured, it seems at the point of the connection to the helium tube. As a result, a new iabc was inserted at the same insertion site. There was no report of patient complications, serious injury or death". Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the distal end of the super arrow-flex sheath was noted at approximately 42.0cm from the iabc distal tip; liquid blood was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The short ap tubing was noted connected to the iabc luer end. The iabc bladder was fully unwrapped. Some blood was noted on the exterior surfaces of the returned iabc; fluid was noted within the helium pathway. The bladder thickness was measured at six points. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The catheter was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested. A leak was immediately detected from the bladder membrane. Under microscopic inspection, the leak site is consistent with contact from a sharp object and was noted at approximately 26.8cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 26.1cm, and 75.2cm from the iabc distal tip. The guidewire was able to advance through the central lumen. No blood or debris were noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 9.7cm, and 58.5cm from the iabc luer. The guidewire was able to advance through the central lumen. No blood or debris were noted. A device history record (DHR) review was conducted for the serial number/lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab leak suspected is confirmed. During the investigation, a puncture to the bladder, consistent with contact from a sharp object, was found near the proximal end of the iabc bladder. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is undetermined. The most probable potential cause of how the catheter came into contact with a sharp object is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that "after pumping, the balloon was found to be ruptured, it seems at the point of the connection to the helium tube. As a result, a new iabc was inserted at the same insertion site. There was no report of patient complications, serious injury or death". Patient condition reported as "fine".